Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer set up the contamination parameters and also replaced multiple hardware components including r1 reagent crane, sample syringe drive, sample syringe, wash syringe, syringe case, detergent peri pump tubing, and sample probe to resolve the issue. (B)(4). No patient weight or ethnicity provided.

Event description:
The customer reported receiving erroneous high patient results for glucose on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.